Event description:
Baxter territory business manager (tbm), called to report the following product complaint: the customer stated that they opened a box of floseal, 5ml, and the outside box was not expired, but when they opened up the components, the matrix component had an expiration of 07/2014. The box had an expiration date of 05/2015. The lot number on the box was reported as ha131137. The lot number for the matrix was reported as 130128 and the part number for the matrix was reported as 03034433. The product code was reported as1503350. The caller reports that the expired floseal was used at (B)(6) hospital. The customer has remaining product with the same lot number and they are going to check the expiration dates on the components.

Manufacturer narrative:
(B)(4). Baxter medical assessment: in case of confusing or ambiguous labeling regarding the expiration date of the product this may lead to inadvertently use an expired product. While the hemostatic effect of floseal can be immediately judged, in case of the use of an expired product, the sterility of the used product may be jeopardized. After consideration for potential harms and worst-case scenarios, we cannot exclude that an adverse health consequence may occur as a result from this defect. A follow-up submission will be sent upon receipt and evaluation of the sample.

Manufacturer narrative:
(B)(4). Baxter hayward completed the investigation. Visual evaluation of the returned sample indicated that the lot number of the tracking stickers, the thrombin vial, the nacl syringe, and the matrix component did not match with items documented in floseal 5ml lot# ha131137 packaging records, but align with components used in production of lot ha130128. The complaint is confirmed. It is also noted that all components received from the customer, except for the kit box, are traceable to kit lot ha130128, not ha131137. All retention samples associated with this lot were reviewed and no abnormalities were observed. No product defect was identified. Batch review was performed for lots ha131137 and ha130128. All specifications for release were met. All parts were placed and labeled correctly, and the label was not mismatched. Per the manufacturing record, the expiration date printed on the outside of the box must be the ¿earliest of the expiration dates for the sterile floseal pouches, thrombin, and calcium chloride diluent.¿ the batch record review indicates that the expiration date for ha131137 was determined correctly. An in-process check during primary packaging of the inner matrix pouch showed that the expiration on the pouch was ¿(B)(6) 2015¿, matching correctly with the expiration on the outer box. Lot distribution review shows both lots were distributed to this customer and packaged approximately one (1) year apart. It is unlikely that the reported label mismatch could be attributed to baxter manufacturing process. The customer has confirmed that no expired product was used on any patient. No further action is required. No trend was identified. This case will be kept on file for trending purposes.

Event description:
Additional information received on (B)(4) 2014: the floseal kit eventually used on the patient was compliant. Her facility did not use any expired product on a patient.